Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: exchange from textured to smooth breast implants due to the patient¿s concern with the product and later "ruptured".

Event description:
Healthcare professional reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and later "ruptured" via rga checklist. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and later "ruptured" via rga checklist. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed two opening assessed as fold flow opening. As per the investigation procedure non penetrating nick, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.